Event description:
A cartridge change error was reported by the customer, but there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to inspect and correct the placement of the o-ring and guided them through completing the load process for the insulin pump. The customer successfully resumed insulin delivery after following the instructions.